Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and self test. Power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received power error detected. The customer¿s blood glucose level was 11.3 mmol/l. The customer reported that they received a power error detected alarm. It was reported that the power error detected alarm was recurring within troubleshooting of the previous occurrence. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.